Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The meter was set to the incorrect unit of measurement. The pt stated that her meter was previously set to the correct unit of measurement, which is mg/dl. She did not recently make any changes to the unit of measurement; however, it was set to mmoi/l. The pt reported a result of "9.0 mmoi/l", when converted, it would be 162 mg/dl. She had symptoms at the time of the result, but she does not remember what her symptoms were. She visited her physician, because of the result and a lab test was ordered. The pt's insulin was decreased, based on the lab result. The pt does not remember the lab result. No other treatment was reported. A replacement meter has been sent.